Manufacturer narrative:
It was noted that this lead was not available for return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition without asystole, inappropriate anti-tachycardia pacing (atp), and inappropriate shocks without therapy exhaustion. It was noted that this lead was fractured, causing the clinical observations. Tachycardia therapy was turned off, and then a surgical revision was performed to explant and replace this lead. No additional adverse patient effects were reported.